Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital on (B)(6) 2014 due to elevated ldhs. On (B)(6) 2014, the patient began experiencing abdominal pain with low flow alarms. The pump did not appear to be unloading the heart, and the surgeon decided instead of doing a ramp study that they would turn the pump off, because he did not want to risk clots being dislodged if they were in the pump. The patient has been in cardiac rehabilitation for 7 years. It was reported that the patient was in the hospital with the pump off and making urine. They consider the patient high surgical risk with a history of 4 sternotomies.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: a correlation between the device and the suspected thrombus could not be conclusively determined. The pump was reported to have been turned off and remains inside the patient. The instructions for use lists device thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.